Event description:
It was reported that customer was hospitalized for low blood glucose levels. Md stated that customer was hospitalized for over a week, and continued to have low blood glucose levels every night. Numerous tests were run on customer and he was unable to discover how customer was getting extra insulin. Md stated that a nurse was placed in the room with customer for a 24 hour period and low blood glucose levels did not occur during the night. Md suspected that customer was manipulating the reservoir in some way although that was not actually observed. Customer was not available to troubleshoot pump.